Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? Was the needle removed from the patient during the same procedure? Does the needle remain in the patients tissue? What was the size of the needle used? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name: (B)(4), active ingredient(s): (B)(4), dosage form: (B)(4), strength: (B)(4),

Event description:
It was reported that a patient underwent an unknown surgery in (B)(6) of 2021 and suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.